Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information received from the patient registration form, the memo 4d size 30 was implanted and explanted intra-operatively on (B)(6) 2022. No further information is presently available. No allegation of a device malfunction nor of a serious injury for the patient was received from the field regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide a follow up report.